Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine conclusive cause for the reported difficulties. It may be possible that there was limited clearance from the anatomy and the balloon did not properly refold to be retracted through the introducer sheath and out the left common iliac artery; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed left common iliac artery. An omnilink elite balloon-expandable stent system (bess) was advanced to the lesion and implanted without issue. During withdraw from the anatomy, the delivery system could not be pulled back into the 6french (f) sheath. The entire system, balloon and sheath, were removed from the anatomy to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.